Manufacturer narrative:
B3 and d10: the event occurred on an unspecified date in may 2026. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp extension set leaked from the infusion line at the site of the medication filter. The infusion was stopped immediately. The unspecified infusion pump indicated that approximately 7.9 ml of medication was delivered. This occurred during infusion of mogamulizumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.